Manufacturer narrative:
The reported field event of a set screw anomaly was not verified in the laboratory. A torque driver was able to engage all set screws normally in the laboratory. All set screws were tightened and secured clinical leads normally.

Event description:
It was reported that during implant procedure, there was a non-specific set screw malfunction. Device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.